Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, high capture threshold and decrease in sensing was noted on right ventricular (rv) lead. X-ray was performed and revealed no insulation damage or dislodgement of the rv lead. It was suspected that a micro-dislodgement had occurred resulting in the reported electrical anomalies. The rv lead was explanted and replaced to resolve the event. The patient was stable.